Manufacturer narrative:
.

Event description:
It was reported that the patient was admitted to the hospital in late (B)(6) 2013 for numbness and tingling in the left arm and hand. X-rays were taken and it was reported that this may have been a side effect of either seizures or vns. It was reported that device diagnostics were within normal limits. The device was programmed off and the symptoms subsided. The device was programmed back on and the patient was discharged. The patient was seen again in (B)(6) 2013 and the device was said to be functioning as intended. No additional relevant information has been received to date.